Manufacturer narrative:
(B)(4). Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Insulin pump passed displacement test and self test. Insulin pump received with cracked battery tube threads, cracked reservoir tube lip, cracked case display window corner, missing end cap sticker and cracked case reservoir tube window corner.

Event description:
Information received by medtronic indicated that the insulin pump received button error. The customer stated that she had not pressed any button. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.